Event description:
Per medical records provided: in 2003 - pt diagnosed with small incisional hernia and recommended to have hernia repaired. In 2004 - repair of "very large abdominal wall hernia and some superficial skin ulceration anterior to where the hernia was present"; composix kugel mesh implanted. Two months later - debridement and closure of abdominal wound from incision site due to chronic draining wound. Incision carried to the peritoneal sac that had previously been used to close over the mesh and to the open areas of the mesh. Approx 1x1cm area of exposed mesh. Superficial layer of mesh excised. Remaining mesh appeared clean and uninfected, and was left intact. Pt sent home on antibiotics. In 2006 - office visit notes characterize pt as "non-compliant". Pt had developed "drainage anterior to his mesh 2 years after the initial repair". Md recommended plastic surgery consult, and CT scan. In 2008 - md noted "pt essentially has an infected mesh that he has neglected for many years. I told him that the mesh needed to come out and to avoid the potential complications of erosion into the bowel or possibly infection of the abdominal wall and skin. Pt essentially neglected to follow-up". Md noted an area around the umbilicus appeared to be raised with a dime sized skin opening and exposed mesh. There was no active purulent drainage. Md noted no ongoing cellulites or evidence of intracutaneous fistulas. Attorney reported: eight months later - pt presented to hospital for excision of infected mesh. During the surgery, pt found to have adhesions of the mesh to the small bowel and omentum. The mesh was excised and a bowel resection was performed. Pt failed to recover from that surgery and died from sepsis in 2009.

Manufacturer narrative:
Sample evaluation: the returned sample measured approximately 4.5 inches at its longest point and approximately 3.25 inches at its widest point. Visually, the returned sample was found to have a substantial amount of tissue ingrowth, to be highly contracted, and it to have a number of incision like cuts on both sides of the patch. Based on the evaluation of the returned sample, we are unable to determine the cause of the highly contracted condition that the sample was received in, however, based on the information in the provided medical records, the patient's medical intervention could have contributed to the contracted condition of the returned sample. Visually no other patch issues/defects were identified. The patch was manually examined. There does not appear to be any recoil ring breaks or defects, however, due to of the heavy tissue ingrowth and the degree of contraction the manual examination in inconclusive. Medical records provided for review to date, does not included; the explant operative report, death certificate or an autopsy report. The medical records indicate that the patient was non-compliant with following up regarding his treatment/care, including the recommended explant of the mesh as a part of the medical intervention to treat the patient's on-going infection. Based on the available information and patient's co-morbidities, we are unable to determine if the mesh caused or contributed to the patient's death. Based on the product evaluation and the medical records provided, there is no indication that the patient's infection was caused by the mesh. Note: information related to this event, was originally reported. On 09/14/2009, davol was informed that the patient died, therefore, we are now reporting this event via MDR process.